Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black picture. The event was found in preparation for an unspecified procedure there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pin hole/cut on cable, fail water leak test, rusted coupler not moving and intermittent image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: device trace to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black picture. The event was found in preparation for a hysteroscopy procedure. There were no reports of patient harm.